Event description:
During pci(percutaneous coronary intervention) procedure, the physician noted the balloon seemed to be "hanging up" on the guidewire. The physican was able to pass the balloon over the wire and perform the pre-dilitation of the artery, balloon was removed, and the stent was passed over the wire to the same point where the balloon had difficulty passing. The physician then elected to remove the stent, catheter, and guidewire and use new supplies. Another guidewire from a different lot was used to pass the stent to the affected artery, the procedure was then completed without further difficulty. There was no harm to the patient.